Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned device consisted of a sterling balloon catheter and an unidentified guidewire. The balloon was tightly folded. An inflation device filled with water was used to inflate the device to rated burst pressure (rbp). Device held pressure for 5 minutes, without any leakage in the device. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection found no irregularities or defects with the bond of the device. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0mmx40mmx135cm 4fr sterling¿ balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was very good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 5.0mmx40mmx135cm 4fr sterling balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was very good.